Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high and low blood glucose (bg) levels (40-over 600 mg/dl). The low bg was addressed by consuming carbohydrates and a bolus via the pump was delivered to address the high bg. The customer also had a large level of ketones that was considered as dangerous. The contact received instruction from the children's hospital to add 20% to the correction bolus to address the ketone/high bg level. The contact stated that the am/pm was found to be reversed in the pump's time and thought that this had occurred when the time was changed for daylight savings. The contact believed inaccurate time setting was the cause of the high/low bg. A pump system check was performed and no device issues were identified.